Manufacturer narrative:
A component was returned to greatbatch for evaluation. The remaining three (3) components which build the finished device assembly were not returned. The returned drive chain was inspected and the reported event was confirmed. The power coupling adaptor was fractured from the drive chain. Visual examination of the complaint sample found a large fatigue fractured area. The cause of the device failure is due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. (B)(4).

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has been completed, a supplemental medwatch 3500a form will be submitted. Report source foreign, event occurred in (B)(6). Complaint information provided by the distributor, depuy synthes.

Event description:
It was reported the offset reamer handle broke in 2 pieces. The customer provided additional information which indicated the event occurred during a patient procedure with no patient/user harm and no surgery prolongation. There were no adverse events reported as a result of the malfunction.